Manufacturer narrative:
(B)(4). D10. Measuring cone 3 item# 5953 lot# unknown. G2. Report source: iceland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the surgeon had put the weber plug down to measure the medullary cavity, but when he tried to pull the plug back up the handle broke around the thread, leaving the trial plug in the cavity. He decided to leave the plug, as it was well positioned, and trying to remove it would have caused the patient more damage. He then proceeded to cement in the ms30 stem. The patient was informed of the incident. No harm reported. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2a, g3, g6, h2, h3, h6, h10, h11. Complaint can be confirmed through the returned product analysis. The pin of the instrument is fractured. The measuring instrument was returned for investigation, while the plug was left implanted. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preparation of the medullary canal for stem implantation in an arthroplasty procedure on an unknown date, the handle of a trial plug (weber plug) broke around the thread, leaving the trial plug in the canal. The surgeon had placed the plug to measure the medullary cavity and, when attempting to retrieve it, the handle fractured at the threaded connection, resulting in the plug remaining in the cavity. The surgeon determined that attempting removal could cause further harm and elected to leave the plug in situ. The procedure proceeded with cementation of the femoral stem. The patient was informed of the incident. The trial plug remained implanted. No additional surgical intervention to remove the plug was performed, and no intraoperative complications or immediate consequences were reported. The patient outcome beyond this information was not reported. Attempts have been made and no further information has been provided.